Event description:
Customer reported that the customer experienced multiple intermittent occlusions. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin.